Event description:
It was reported that the patient developed a low-grade infection in the scrotum, following an inflatable penile prosthesis (ipp) revision surgery. The infection has been treated with antibiotics and the patient has experienced a burning sensation. The patient underwent surgery to remove the ipp and implant a new penile prosthesis. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed a low-grade infection in the scrotum, following an inflatable penile prosthesis (ipp) revision surgery. The infection has been treated with antibiotics and the patient has experienced a burning sensation. The patient underwent surgery to remove the ipp and implant a new penile prosthesis. There were no further patient complications.